Event description:
Complaint record stated that during transfer of a patient one of the forks on the lift broke off and the patient fell. No injury alleged. Reference manufacturer report number 8030916-2013-00015.